Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dead pixel is caused by a component failure of the r-unit (charge-coupled device), the light guide bundle was chipped is caused by a component failure of the light guide bundle and the light guide adaptor connector is loose due to deterioration of the c-ring is caused by a component failure of the light guide adaptor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. .

Event description:
It was observed that during the device evaluation, the subject device exhibited component failure of the r-unit (charge-coupled device), the light guide bundle was chipped and the light guide adaptor connector is loose due to deterioration of the c-ring. There was no patient involvement.